Manufacturer narrative:
Two (2) new. List #d1000, tego® connector was returned for evaluation. As received, no physical damage or anomalies were noted. The samples were functionally tested, and no anomalies were noted. Even the complaint of no flow / can't prime could not able to be replicated. Based on the device history review (DHR), this lot was confirmed as affected in the past. The probable cause was due to a variation in tego seal material, which has a direct impact on the functional performance of the tego connector, with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Devices have been returned but evaluation has not been completed.

Event description:
The event occurred on an unspecified date in june and involved a tego connector. The customer reported that the dialysis catheters seem clogged, and that the blood has not been flowing through them properly as usual (it is coming through the cap). The problem was resolved by changing the cap but had to be changed exceptionally often and more often than usual. The customer stated that the problem has been ongoing for few weeks. The event occurred when a defect in the cap was noticed when dialysis treatment was started. Someone became aware of the issue when the locking agent was pulled out, rinsed with saline and the dialysis machine tubing was connected to the cap. The catheter appeared to be clogged, meaning it was not letting blood out properly as it should so that the treatment could be performed. Saline solution and locking agent (taurolock or actilyse) was used as medication with this product. No changes made to these; the same products have been used with tego for a long time. The product was not reprocessed or re-sterilized prior to use. The product was stored in a normal temperature, dry warehouse, shelf storage. No detectable cuts, holes or defects noted on the product. The customer further stated that treatment could not be started when the blood line was not working properly; when the cap was replaced, the blood line worked. There was patient involvement, delay in therapy; harm was not reported as a consequence of this event.